Event description:
The explanted device was discarded.

Event description:
It was reported via clinic notes that the patient has high lead impedance. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent a full replacement due to battery depletion and high impedance. The explanted devices have not been received for analysis to date.